Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age and gender unk), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another multi-function cable and the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.